Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a right side deflation, the implant "made them physically sick, they have brain fog, and the implant probably has mold". Device remains implanted.